Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's blower motor and system board need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The device's blower motor and system board needed to be replaced to address the issue. The report has been amended to reflect an allegation of patient harm requiring intervention.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The device's blower motor and system board needed to be replaced to address the issue. The report has been amended to reflect an allegation of patient harm requiring intervention. Additional evaluation of the device was done. The technician states the reported ventilator inoperative alarm was not duplicated, although the error's were observed in the device's downloaded event log. The error indicated a blower motor related failure. A verification test was performed and no abnormality of the blower was found. The device's software was reloaded to address the issue. A reassessment of the medical intervention allegation was reviewed by the clinical expert. It was determined that based on the available information, there is insufficient evidence to pronounse the event as serious injury as defined in 21 cfr 803.3(w).

Manufacturer narrative:
The user reported a ventilator inoperative alarm occurred and the unit shut down. The patient required mechanical ventilation for an hour and a half before transferring to another vent unit. Evaluation discovered the following: the device's software was upgraded to address the issue. In addition, the technician states the reported ventilator inoperative alarm was not duplicated, although e 110 evt_motor_shutdown errors were observed in the device's downloaded event log. The error indicated a blower motor related failure. A verification test was performed, and no abnormality of the blower was found. The device's software was reloaded to address the issue this report is being filed to reflect further details regarding the event, and results of evaluation.